Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #dsf1633, serial # (B)(6), UDI (B)(4). Catalog #dsf1233, serial # (B)(6), UDI (B)(4), catalog #dsf1433, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment of the right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses. A 16fr gore® dryseal flex introducer sheath was attempted to insert from the right external iliac artery, but there was resistance and it was difficult to advance the 16fr sheath. Therefore, a 12fr gore® dryseal flex introducer sheath, a 14fr gore® dryseal flex introducer sheath and the dilator of the 16fr sheath were inserted sequentially and pta was performed. Then, another new 16fr sheath gore® dryseal flex introducer sheath was inserted and advanced successfully. The 12fr sheath was inserted from the left side and there was resistance but it was advanced successfully. After all devices were implanted, an angiography or the access vessel revealed a dissection of the right external iliac artery to the right femoral artery. A contralateral leg endoprosthesis was implanted to cover the dissection. The patient tolerated the procedure. The physician stated that there was a lot of calcifications and there was a narrow part in the access vessel.

Manufacturer narrative:
Emdr section h6, codes are updated to reflect results of investigation. C21 is updated to c19 , d16 is updated to d12 and d1102. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in the CT image or angiography obtained by pre-operation/operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath. [If vessel size is smaller than the introducer sheath outer diameter or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And bleeding.